Event description:
Ot found in cardiac arrest. Initial defibrillation delivered with pads. Paced fine with electrical capture. After moving pt to the truck, monitor would not pace or deliver electrcity. All cable and connectors checked and re-checked. Monitor stated "check pacing lead". Monitor would not deliver electricity through pads. Paddles used and monitor did deliver electricity and would monitor through lead ii.